Manufacturer narrative:
H3, h6: it was reported that during a total hip replacement, the polarcup trial insert 57/22 broke. It is unknown if any piece fell inside the patient. Surgery was performed, without any delay, with the same device. No patient complications were reported. The device intended for use in treatment was not returned for investigation. A visual evaluation was performed on images provided by the complainant, and it showed that one tab of the device is fractured. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and 4 additional similar complaints for the same product number over the past 12 months with similar failure mode. Previous investigations demonstrated that the performance of the device is within the risks level that are anticipated in the risk management documentation. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a thr, the polarcup trial insert 57/22 broke. It is unknown if any piece fell inside the patient. Surgery was *performed, without any delay, with the same device. No patient complications were rep%orted.